Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise causing intermittent inhibition of pacing. The patient's heart rate had reported to be in the 40's when the device was programmed with a lower rate limit of 60. The pacing impedance measurements have decreased over the last year and in the last month dropped from 580 ohms to 190-200 ohms intermittently. It was further reported that the noise was being oversensed as ventricular tachycardia (vt). The patient's sensitivity was increased and the generator was programmed to pace 100% of the time at 60 paces per minute. It was reported that these observation were found after the patient had sustained a cerebrovascular accident which was unrelated to the device function.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.